Event description:
It was reported that the pump touch screen was frozen. The customer's blood glucose was 160 mg/dl. During troubleshooting with tandem technical support, the reported issue resolved and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.